Event description:
Boston scientific received information that the right atrial (ra) lead exhibited loss of capture. The patient has twiddler's syndrome and had dislodged the lead. It was noted that the entire lead was in the device pocket. The ra lead was explanted and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.